Event description:
It was reported a patient underwent a da vinci-assisted single port (sp) bilateral nipple sparing mastectomy as part of a clinical study on 31-oct-2023. A bilateral non-robotic reconstruction procedure was performed immediately after. After the procedure, while the patient was still in the recovery, an increase of the blood from her left breast drain as well as an enlarged left breast were identified. Compression was performed at the site and intravenous tranexamic acid (txa) was given to help stop the bleeding. In addition, the patient was kept overnight for monitoring. No signs of infection was observed. The hematoma improved and resolved during her hospitalization. The drainage volume was stabilized with only serosanguineous seen. The patient was discharged home in stable condition on 02-nov-2023, and the adverse event was reportedly resolved on 02-nov-2023. The investigator assessed the event as related to the procedure, but not related to da vinci devices.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that a da vinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A review of the system log revealed no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.